Event description:
It was reported that the customer had a no delivery alarm. The infusion set will not pump any insulin when the reservoir is placed into the pump. Customer's blood glucose level was 180 mg/dl. Customer stated that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer is requesting replacement sets. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)